Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During the routine testing of the device at the service center, the quality technician reported that the rear cover by the printer rail was broken. Since the event occurred during routine testing, there was no pt involvement during this event.